Event description:
It was reported that a cardiac perforation and pericardial effusion occurred. A watchman access system (was) was positioned and a 24 mm watchman laa closure device & delivery system (wds) were selected for use during a left atrial appendage (laa) closure procedure. While interrogating the device after deployment, a pericardial effusion and perforation were noted. Patients blood pressure remained stable. Heparin was reversed and protamine was administered. The effusion stayed consistent in size, measuring 1 cm. Patient was monitored for 30 minutes before it was decided no pericardiocentesis was needed. The patient remained stable and was discharged the following morning. Patient has since been evaluated in an outpatient capacity and the effusion has resolved. Procedure will be rescheduled for a later date.